Manufacturer narrative:
Evaluation summary : the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 27th, 28th, 29th, 33rd and 34th distal stent wraps with struts raised and stretched. Kinks were evident along the distal shaft; proximal to the distal tip . No deformation was evident to the distal tip . The inner lumen patency was not verified with a 0.015 inch mandrel, mostly likely due to kink in distal shaft . (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a non-tortuous, severely calcified lesion with 82% stenosis situated in the lad . There are no abnormalities reported in relation to anatomy. No issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that the stent could not pass through the lesion and so it was pulled back and replaced with a non mdt stent. The device was returned to the manufacturing facility and through analysis of the returned device stent damage was observed. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There is no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.